Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a full height cubie drawer intermittently failed with a device not detected on bus error. The drawer could be recovered after rebooting the device; however, all inventory was lost and required reloading. This issue has reportedly occurred every few weeks, and a ticket for the same issue was submitted the previous month. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) worked with customer and replaced the drawer controller board and a pyxis modular controller board for a half height drawer. The customer inventoried the entire drawer, hardware test application testing was performed, and the station, which had been running slow, was re-data the station. The system functioned as intended after the field service engineer repaired the device.